Event description:
It was reported that the ilet displayed repeated alert 60 indicating bluetooth communication errors and alert 65 indicating audio over/under current, with the trainer unable to complete restarts or a factory reset and the device reporting a bluetooth version of 0.0.0.0. Symptoms included none. Outcomes included interruption of device function requiring replacement. Investigation included technical review of device error reports, analysis of communication and audio subsystems, and a retrospective review of device history records. Investigation of this case revealed a malfunction of the bluetooth and audio circuitry consistent with the reported alerts, with no evidence of user error. It was concluded that the device experienced a reportable malfunction of internal electronic components leading to loss of intended function and necessitating device replacement.